Manufacturer narrative:
(B)(4). Vyaire medical was able to duplicate the customer's reported issue during testing and evaluation. Vyaire medical attempted to power up the ventilator with a known good ac adapter, and the ventilator immediately reset. Bench testing revealed the blower module had a burnt component which caused the ventilator to reset. Vyaire medical replaced the blower module to address the reported issue.

Event description:
It was reported to vyaire medical that the ventilator would not power up on any power supply. While in service, the ventilator powered up and reset. There was no patient involvement associated with this reported event.